Manufacturer narrative:
Device evaluation summary. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger unable to charge a battery) has been confirmed. Upon investigation, the battery charger was unable to charge a battery. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the charger was unable to charge a battery.